Event description:
It was reported during an ablation procedure, the irrigation port detached. After geometry mapping was completed in the right atrium, it was noted the irrigation port detached from the handle of the catheter and a leak was noted. The procedure was continued with a different device. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.